Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited adhesive on objective lens was peeling off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. It is presumed that the likely cause could be due to physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use of IFU. Instruction manual ltf-s190-10 operation section for safe use: ¦ handling and general precautions do not hit or drop the tip, rigid section, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist them with excessive force. Doing so may damage the device, injure the inside of the body cavity, or cause burns, bleeding, perforation, or parts to fall off. Instructions for use ltf-s190-10 cleaning/disinfection/sterilization 3.1 application: methods marked as "applicable" in table 3.1 and table 3.2 may be routinely applied only when the manufacturer's instructions are followed. Repeated use and reprocessing of endoscopes and accessories will cause gradual degradation. In addition, reprocessing methods that use higher temperatures and more aggressive chemicals will cause faster degradation. In general, sterilization is more damaging to equipment than disinfection. Before each case, inspect the endoscope and accessories for damage by following this instructions for use and the companion instructions for use, operation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.